Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd emerald syringe tip broke. The following information was provided by the initial reporter: cone broken off during an procedure.

Event description:
No additional information.

Manufacturer narrative:
To aid in the investigation of this issue, two (2) picture samples were received for evaluation by our quality team. Through examination of the sample, the syringe was observed with a broken tip. The material used to manufacture the emerald syringes has been selected and tested to resist normal conditions of use. The assembly machines have an inline detection system which inspects all product and immediately rejects any defects identified. Although an exact cause could not be determined for this incident, it is possible that the syringe became damaged due to a blockage in the barrel feeding process which went undetected. During use, the damage caused breakage of the product. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.